Manufacturer narrative:
One used device was received for evaluation on 3/9/2026 and received one photo from the customer showing the affected sample. The sample was observed to have fluid outside the seal. The reported complaint of the body filling with fluid could be confirmed. Residue was observed in the body of the microclave and outside the seal. However, the leak was unable to be replicated during testing. The probable cause of the leak is unknown.

Event description:
An event involved a microclave clear neutral connector with item number mc100 and unknown lot number. It was reported that microclave was attached to the fused extension piece (mc3302) of the ¿peripherally inserted central catheter (PICC line)¿ line noted to be backup/filling with fluid. Photo of the defective item was provided. The event occurred in use for patient infusion via central line. There was patient involvement and no patient harm.